Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "failed downstream occlusion testing," which was not reproduced. The device evaluation performed downstream occlusion testing with passing results. Further inspection found component causality for the reported symptom; a downstream sensor had fluid numbers out of specification and a pressure plate gap was out of tolerance. The device was reworked to ensure proper occlusion detection. Additional info: calibration issue, low readings.

Event description:
It was reported that a spectrum pump failed to display the downstream occlusion message during downstream occlusion testing. It was also reported there was no patient injury.